Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be disconnected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The welding point of the clip could not be disconnected after the clip was closed. The procedure was completed with another resolution clip 360 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The welding point of the clip could not be disconnected after the clip was closed. The procedure was completed with another resolution clip 360 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) . Block h6: imdrf device code a15 captures the reportable event of clip could not be disconnected. Block h11: investigation results. The returned resolution 360 clip device was analyzed, and it was found that the device was returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip could not be disconnected was not confirmed. The device was returned fully deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.